Event description:
It was reported to boston scientific corporation that an uphold lite device was used during a prolapse treatment performed on (B)(6) 2017. According to the complainant, during the procedure, the carrier failed to retract outside the patient. The procedure was completed with another uphold lite device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite device was used during a prolapse treatment performed on (B)(6) 2017. According to the complainant, during the procedure, the carrier failed to retract outside the patient. The procedure was completed with another uphold lite device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.